Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6004001, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004001 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac m08 on 01-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 3k04926 was manufactured according to the work instruction (wi) version 26 and assembled in the quickset line, on 31-oct-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3k04907 was manufactured according to the work instruction (wi) version 40 and manufactured in the line mp04, mp05 and mp08, on 31-oct-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3k04541 was manufactured according to the work instruction (wi) version 40 and manufactured in the line mp08, on 26-oct-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, patient experienced insulin flow block event. The blockage was detected at the tubing. No further information available.